Event description:
It was reported that bd nexiva¿ closed IV catheter system clamp was cracked. This was discovered before use. The following information was provided by the initial reporter: the one touch clamp was cracked.

Manufacturer narrative:
Bd received a 24 gauge nexiva unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a broken clamp. There was also damage to the opposite leg of the clamp in the exact same location as the break. Based off the visual inspection the engineer was able to verify the reported defect. This was determined to have been a manufacturing defect caused during the clamp installation process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system clamp was cracked. This was discovered before use. The following information was provided by the initial reporter: the one touch clamp was cracked.